Manufacturer narrative:
The device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the same incident occurred on two separate days where the device line was disconnecting from the white luer of the administration set. This incident occurred with two patients. No medical intervention was needed. No patient injury reported.

Manufacturer narrative:
Other, other text: h10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and three (3) pictures were received for evaluation. Visual inspection found a ring of solvent can be detected around the tube tip; failure mode reported is confirmed. Other analysis was not required. The root cause of the reported issue was found to be caused by incorrect solvent dispense set up (insufficient solvent in solvent pot). Production personnel was notified by quality engineer on 31-jan-2023 as awareness for the failure mode reported by costumer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).